Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial lead. The patient also had multiple episodes of auto mode switch caused by electromagnetic interference. The patient constantly works with electrical hand tools, which the physician believed may have contributed to the event. Pocket manipulation could not reproduce the noise, and the patient would continue to be monitored.

Event description:
New information on (B)(4) 2014 notes: it was reported that lead continued to exhibit noise. The patient would continue to be monitored.